Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clear plastic ring around reservoir compartment was popped off and piece was missing. The customer¿s blood glucose level was 200 mg/dl. The customer also reported that the top of the reservoir was able to lock in place when inserted in insulin pump and belt clip was broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with scratched case, minor scratched lcd window, missing retainer and missing reservoir tube o-ring.